Event description:
It was reported that a solution administration set would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no abnormalities noted. An underwater leak test was performed and determined that flow could not be generated. The cause of the condition was determined to be excess solvent between the injection site and the tube assembly. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.